Manufacturer narrative:
Results: device may have become damaged when the device was being attached to the inflation device, luer valve. Conclusions: device may have become damaged when the device was being attached to the inflation device. (B)(4).

Event description:
The physician was attempting to use a resolute integrity drug eluting stent during procedure. It is reported that the device was removed from packaging per IFU and inspected with no issues noted. Negative prep was not performed on the device. Resistance was not encountered when advancing the device and excessive force was not used during delivery. It is reported that a leak occurred during stent deployment/balloon inflation. The leak is reported to have occurred at the luer/hub of the device. There was no pressure build because of the leak. The balloon failed to inflate. The stent remained on the balloon. A new stent was used to complete the procedure. Patient health status is reported to be good. Evaluation summary: the device was returned for evaluation. Device inspection showed evidence of a crack in the luer . During the analysis the device failed negative prep . Pressure was applied to the device but failed to maintain and the balloon on the device failed to inflate as a result.